Event description:
It was reported that this right ventricular (rv) lead was explanted due to infection. The device and the right atrial (ra) lead were also explanted for this reason. The pacemaker device was reused as an external temporary pacing system and it was connected to a temporary lead. Also, this rv lead was damaged during extraction and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: b5 field: describe event or problem updated. D2 field: common device name was updated to "implantable lead". E4 field: init rptr also sent rep to FDA updated to "asked but unknown (asku)" device code: defective device 2588 was omitted from the initial report. If information is provided in the future, a supplemental report will be issued. Patient code 3191 captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information received from the field representative indicates that the lead was damaged during extraction. There were no additional adverse patient effects reported. The rv lead was explanted.